Event description:
Patient presented with necrosis of surgical wound edges and inflammatory local signs. Patient received four separate debridement and washings. This event report was received though clinical data collections activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.